Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the flow transducer sub-test during the pre-use checks. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned air gas module that regulates the inspiratory air gas flow to the patient has been completed. The reported pre-use checks tests failure was reproduced during testing in a reference ventilator. Alarms for, "high pressure" and "low oxygen concentration" were generated during ventilation. The failures were caused by a defective delta pressure transducer on a printed-circuit (pc) board inside the gas module. Microscopic inspection showed corrosion inside the pressure transducer. The delta pressure transducer is part of the flow measuring in the gas module and its failure leads to inaccurate gas flow regulation. Ocular inspection showed moisture traces in the filter housing of the air gas module, which is the root cause for the delta pressure transducers' failure. According to the ventilators' user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. According to the received information, the hospital has encountered a problem with the installed dryer that is connected to the hospital's air compressor which has caused water to enter the air gas system. The hospital is currently using all servo-I ventilators with stand-alone compressors until the issue with the central compressors' dryer is solved.

Event description:
(B)(4).